Manufacturer narrative:
The root cause of the channel error 351.6610 was determined to be due to a software issue. The software issue prevented a motor task from running until after a stop event. This action delayed the posting of a watchdog event until after the posting of the stop event. This caused system software to enter an unexpected state generating the channel error.

Event description:
The customer reported a syringe pump read error code 351.6610 during an unspecified infusion on the nbicu unit. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the device had a channel error was confirmed via log review but could not be replicated. The pcu and the pcu logs were not returned for investigation. Only limited data can be obtained from the syringe error and event logs. Review of the syringe module error and event logs showed that on (B)(6) 2016 the device was infusing an unknown fluid at 6.52ml/hr. At 2:44 pm the device alarmed for channel malfunction, (error code 351.6610.0). The infusion stopped and the channel off button was pressed four times. Inspection of the device showed no anomalies. The channel malfunction alarm could not be reproduced during functional testing. The root cause of the event is indeterminate.

Event description:
The customer reported a syringe pump read error code 351.6610 during an unspecified infusion on the nbicu unit. There was no patient harm.